Manufacturer narrative:
Title short-term outcomes after minimally invasive oesophagectomy source danish medical journal, date of publication: 2019. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source study of minimally invasive oesophagectomy procedure, there were 150 patients included on the study. Post-operatively- it was also reported that there was 2% in- hospital mortality rate and 2% on 30 day mortality rate , wherein the reasons for death were also not reported.